Event description:
The robotic arm vibrated continuously when incisions were attempted. Despite being in the appropriate position for the incisions, the arm stopped itself and vibrated. According to mps, the robotic arm vibrated continuously when incisions were attempted. Despite being in the appropriate position for the incisions, the arm stopped itself and vibrated. The j6 transmission cable was found to be loose. It was tightened to the appropriate torque value and the problem was solved.

Manufacturer narrative:
Reported event an event regarding arm haptic issue involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: the j6 transmission cable was tightened to appropriate torque value. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. In order to investigate the cause of the failure to better understand the cutting system and stereotactic boundaries information, the robot crisis logs and patient session files were also requested but they were not available for inspection. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows no reported discrepancies complaint history review: a review of complaints related to p/n 219999, robot number: (B)(6) shows no other complaints related to the failure in this investigation. Additional document review: mako tka 2.0 application user guide: stereotactic boundaries help protect the cutting tool from injuring soft tissues. However, patient anatomy, implant plan, and surgeon specific techniques are variable. The surgeon is responsible for properly retracting soft tissues during bone resection, including but not limited to: collateral ligaments, patellar tendon, quadriceps mechanism, and pcl. Conclusions: the alleged failure mode was not confirmed based on the field service visit .the problem was not reproduced during service visit and as an action - the j6 transmission cable was tightened to appropriate torque value. In order to investigate the cause of the failure to better understand the cutting system and stereotactic boundaries information, the robot crisis logs and patient session files were also requested but they were not available for inspection. As a result the exact root cause cannot be determined. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The robotic arm vibrated continuously when incisions were attempted. Despite being in the appropriate position for the incisions, the arm stopped itself and vibrated.